Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5564 showed 30 other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "leaking" add info rcvd 06/06/2022: nursing staff experienced leaking at hub connector in three kits. This report addresses the first kit.

Event description:
It was reported by the customer "leaking". Add info rcvd 06/06/2022: nursing staff experienced leaking at hub connector in three kits. This report addresses the first kit.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of leaking at the luer connector was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 5fr d/l powerpicc catheter. The catheter was untrimmed and appeared free of obvious use residues. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (>15 seconds) pressurization. Connection between both luer adapters and non-complainant accessories was unremarkable. Microscopic inspection of the sample did not reveal any evidence of leakage. Inspection of the luer adapters revealed them to be well-formed and unremarkable. No deficiencies were discovered during evaluation of the returned sample. Consequently this complaint is unconfirmed at this time.